Event description:
Info received indicates the bed exit alarm is not alarming locally but does send a nurse call.

Manufacturer narrative:
The technician isolated the issue to the pizo speaker on the bed exit circuit board. He replaced the bed exit circuit board to repair the bed.